Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedance measurements measuring, 117 ohms. However, impedances are still within normal range. Technical services provided troubleshooting options. Additionally, it was noted that no tones could be heard from the beeper due to the patient having a couple mris. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported this right ventricular (rv) lead has high, out-of-range shock lead impedance measurements measuring, 133 ohms. Technical services provided troubleshooting options and recommended to bring the patient in for further evaluation. At this time, the lead remains in service. No adverse patient effects were reported.